Event description:
The rptr performed back to back blood glucose tests and got results of 150 and 7 mg/dl. Tests were done within 10 minutes, using separate fingersticks. A control solution test was not done due to unavailability of supplies. Rptr stated that he had cleaned his meter with alcohol.